Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. A correction bolus was delivered to address bg. The following day, the customer had a bg of 414-415 mg/dl and 2.5 mmol/l ketone level resulting in a hospitalization. No alarms were observed at the time of this event and pump was confirmed to be working as intended. Both the customer and the customer's healthcare provider believed elevated bg/ketones were caused by an unknown site issue or possibly the customer being ill; however, this could not be confirmed.